Manufacturer narrative:
Concomitant medical products: evolutr- 34-us valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. The cardiac compass displayed invalid data. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.